Manufacturer narrative:
As reported, the housing of one of the 6f/7f mynx control vascular closure device (vcd) devices was not closed and when the sterile package was opened the device fell on the floor. Therefore, a second mynx control was opened. When the mynx control was pulled back to obtain hemostasis, the balloon and the device pulled through the arteriotomy. Manual pressure was held for less than thirty minutes to achieve hemostasis. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx control devices were intended to be used following an interventional peripheral procedure. The procedure used a retrograde approach. There were no pre-existing conditions that could have contributed to the event. The mynx vcd was prepped according to the instructions for use (IFU) and was purged of air during prep. The vessel type was femoral arterial and the vessel size was 7mm. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no vessel tortuosity. The second mynx control device was used in conjunction with a 6f non-cordis sheath. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 6f/7f mynx control vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the syringe was connected to the device with stopcock open, the procedure sheath was on the catheter with the side port hooking onto the sheath catch, and the sealant was observed to have been remain in the manufactured position and exposed to blood. It was noted that the core wire was curved, and the balloon¿s distal tip was severely inverted as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator per mynx control instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification found no saline in the balloon of the returned device which indicates that the balloon may have not been purged of air during the preparation phase. The balloon¿s distal tip was observed severely inverted which indicated that excessive tension was applied during pullback. A product history record (phr) review of lot f1906002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in the reported failure during the procedure. Additionally, the event could also be attributed to excessive force applied during pullback as evidenced by the severely inverted distal tip and the curved core wire. The mynx control IFU), device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynx control IFU, step 1: position balloon, also instructs users to pull gently on the device to retract the device until the black line in the tension indicator window aligns with the marker on the side to ensure the balloon is abutting the vessel wall with the correct amount of tension. If excessive tension is applied to the device during the position balloon step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1906002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the housing of one of the 6f/7f mynx control vascular closure device (vcd) devices was not closed and when the sterile package was opened the device fell on the floor. Therefore, a second mynx control was opened. When the mynx control was pulled back to obtain hemostasis, the balloon and the device pulled through the arteriotomy. Manual pressure was held for less than thirty minutes to achieve hemostasis. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx control devices were intended to be used following an interventional peripheral procedure. The procedure used a retrograde approach. There were no pre-existing conditions that could have contributed to the event. The mynx vcd was prepped according to the instructions for use (IFU) and was purged of air during prep. The vessel type was femoral arterial and the vessel size was 7mm. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no vessel tortuosity. The second mynx control device was used in conjunction with a 6f non-cordis sheath. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.